Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument had cable failure. No fragments fell into the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: cable off track and frayed, not deemed safe for another patient to use. There is no material missing from the patient use portion. The cable was loose. The location of the breakage was at the distal end.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding cable failure was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.